Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified, moderately tortuous lesion exhibiting 75% stenosis located in the proximal left anterior descending (lad). There was no damage noted to the packaging. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning . It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: a slight bend was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident the stent. No deformation was evident to the distal tip. A kink was evident to the distal shaft and the core wire. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.